Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. Patient stated that it was still not working/they were not receiving any stimulation above the hip area. Pain continues at 8+ score. The issue was not resolved. Patient had an MRI and were waiting on results. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that yesterday it took the patient ¿all day¿ to recharge their ins. The rep reported that the patient didn¿t mention any further details about this nor why it took ¿all day¿ to charge. No further complications were reported.